Event description:
This rv lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2016 due to noise, oversensing and pacing inhibition. The physician was dr. (B)(6) call at (B)(6) center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).